Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead a pacing failure and high impedance was observed. The physician attempted to reposition the lead but could not remove the tip from the atrium. The physician suspected there was a helix abnormality. The lead was capped. The patient's blood pressure dropped immediately after manipulating the ra lead and the patient complained of chest pain. The physician suspected a perforation had occurred. Onset of slow ventricular tachycardia (vt) resulted in a further drop in the blood pressure and decrease in oxygen saturation. Endotracheal intubation was performed and insertion of intra-aortic balloon pump (iabp). Nonetheless, the blood pressure could not be maintained and percutaneous cardiopulmonary support (pcps) was introduced. The patient went into cardiac arrest and the physician performed a cardiac massage. Once the patient's rhythm had been reestablished, invasive cardiac surgery was performed by the cardiovascular surgeon. As no pericardial effusion was observed, the physician judged that the drop in the blood pressure and cardiac arrested were attributed to not perforation but acute deterioration of heart failure. No further patient complications have been reported as a result of this event.